Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and no defective samples have been received for further inspection and analysis, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. The patient has a history of malignant lung tumor for 3 years and presented with neck pain accompanied by dizziness for 1 week. Admitted on (B)(6) 2025, the patient required intravenous medication administration via a 24g closed-system indwelling needle after venipuncture. Prior to use, the product appeared normal. After successful insertion, blood was observed seeping near the catheter hub of the indwelling needle, with the exact location and extent of the rupture unidentifiable. The indwelling needle was immediately removed and replaced with a new needle, which was successfully reinserted.